Event description:
It was reported that during generator replacement surgery on (B)(6) 2014 due to battery depletion, the vns patient¿s replacement generator was tested with the existing lead outside the generator pocket and diagnostic results showed lead impedance within normal limits. The generator was placed in the generator pocket and subsequent diagnostic results revealed high impedance. The lead pins were re-inserted into the generator header but the device continued to show high impedance. The patient¿s previous generator was tested with the lead and lead impedance was at first within normal limits; however, subsequent diagnostic results also showed high impedance. The generator was tested with the test resistor and diagnostic results showed lead impedance within normal limits. The patient¿s generator and lead were replaced during the procedure. The explanted generator and lead have not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The replacement generators were returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the two generators that were opened, but not used was completed on 09/24/2014 and 09/25/2014. There were no performance or any other type of adverse conditions found with the pulse generators. The explanted lead and generator have not been received for analysis to date.